Manufacturer narrative:
(B)(4). The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion in the mid right coronary artery (rca) with moderate tortuosity and heavy calcification that was 90% stenosed. The 3.75x12mm nc traveler balloon ruptured during the first inflation at 9 atmospheres. It was reported that air aspiration was performed inside the anatomy. A new non-abbott balloon was used for pre-dilatation and the procedure was successfully completed after stent implantation. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.